Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. Customer samples were selected from the incident were analyzed for the amount of citrate in the tube and was determined to have one sample that did not contain the correct amount. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for microclots was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: customer samples were selected from the incident were analyzed for the amount of citrate in the tube and was determined to have one sample that did not contain the correct amount. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for microclots was not observed as all samples met specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had clots and fibrin in the plasma. No report of injury or medical intervention. No report of blood exposure to mucous membrane.